Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family/friend regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they did not know what they were doing. The caller explained that the patient had the interstim implanted on monday, and the patient has not experienced a change in his symptoms. The caller reported that the patient did not feel anything. It was noted that the patient did feel stimulation when he was at the hospital and the doctor tested the patient, but the patient has not felt any stimulation since then. The caller stated that there were no prior instructions given. Patient services reviewed if they would like to go over the patient programmer usage and therapy considerations. They offered to provide assistance over the phone, but the caller stated she would like to follow-up with their doctor first and call patient services back if necessary. No further complications were reported or are anticipated. Additional information was received on (B)(6) 2019. It reported that the smartphone and communicator are both charged but that they were not being able to connect and seeing a message that says it can't communicate, device not responding, retry. Patient stated that they retried multiple times with different positions and was still unable to connect. Patient reported that they still experienced swelling, scab, redness, and puffiness at the implant site from the surgery. No further complications were noted or anticipated